Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair, t2 of the fast-fix could not deploy. Ts were removed from the patient. The procedure was completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one 72202468 fast-fix 360 curved needle delivery system device intended for use in treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1 and torn suture were returned freed from the delivery needle. T1 was ¿v¿ shaped which indicates being pulled back through tissue post pierce. T2 was not returned. There was torn suture where t2 would be. The delivery needle tip was bent toward the left. The delivery curve was bent downward and flattened. The device still cycled and actuated. No root cause related to the manufacture of the device was confirmed. Complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.